Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint stent was implanted in the rca. Device was successful. Approximately 49 months post the index procedure the patient suffered a stroke and was treated with medication and replacement fluids. The event had no relationship to the study device. Patient is in remission.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.